Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dequeue amount for message preprocessing and processing was not optimized for version 1.7x and higher, which impacted the number of messages processed per cycle. A technical support specialist adjusted the dequeue-amount settings for both message-preprocessing and message-processing to 128 to resolve. The system functioned as intended after the technical support specialist troubleshot the device. Knowledge article: medstation es - configuring messaging polling interval times and message processing speed - maximum amount of processing messages reached, skipping dequeue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server system had a configuration issue where the maximum amount of processing messages was reached, skipping dequeue. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.